Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving an omnifit liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that patient was revised on a right hip due to dislocation.

Event description:
It was reported that patient was revised on a right hip due to dislocation.